Event description:
The reporter stated that during a lapidus procedure for hallux valgus correction in which the qwix 3.0 instrument set with qwix 2 in 1 drill bit was used, the drill bit broke off during insertion of a screw. The doctor was predrilling the bone and countersinking with the qwix 2 in 1 drill bit, when he noticed pieces at the distal end of the bit break off. All fragments were removed from the surgical site.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.